Event description:
This 43-yr-old female pt has a history of degenerative arthritis. On 6/09/86, she underwent a left total hip replacement (cementless). The pt has done well until the past yr, when she had increasing discomfort within the left hip. Radiographs indicated loosening of the cup secondary to a disengagement of the beads from the cup. On 2/21/94, the pt underwent a revision of the left total hip replacement. There was separation of the metallic beads from the metal back shell. Device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.